Manufacturer narrative:
Of the 5 allegations of a malfunction, no pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-80 years of age and between 135 and 187 pounds. Of the reported patients, 2 were male and 3 were female.